Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The attachment device was evaluated and it was observed that the coupling tool side of the k-wire attachment was worn out. It was also noted that the device failed pre-repair diagnostic tests for the sleeve for the spring, seating of the cover sleeve, the lid and sleeve for the spring, the clamping ring on the tool coupling, and the function test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during an unspecified surgical procedure, it was observed that the driver on the k-wire attachment device was not gripping the k-wires. According to the report, the event occurred while trying to extract/pull the k-wires from the bone using the reverse functionality. It was not reported if there was a delay in a procedure due to the event, or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.